Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirteen devices were received for evaluation; 12 events were confirmed during testing. Twelve devices were found to have a damaged or worn rotor assembly. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, in which the device overheated. Eleven reported events had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact.